Manufacturer narrative:
The device has not been returned and is still in use at the facility. A product analysis has not been performed.

Event description:
Intraoperative, a nurse from the facility called medtronic technical services to report that part way through their case, they were not getting any stimulation/return current from their nim. Medtronic technical services asked them to change the fuse for stim 1. The call was ended with the facility stating they would call medtronic technical services back if the issue was not resolved. The nurse emailed technical services after the case and stated that replacing the fuse did not resolve the issue. The facility used a battery operated nerve monitor to continue/complete the case. The facility's biomed team tested the system with a patient simulator and found it to be working properly. They were unable to replicate the reported issue. Additional information received from the nurse indicates that the nerve location was known, but the device was not detecting it. There was no patient injury and the surgeon questioned electrode placement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.